Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and yellow particles in inner surface. Leak test and microscopic analysis were performed and identified partial delamination of diapherm flange disk. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.